Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device on disconnected mode. A technical support specialist connected to the station and checked the station logs and identified that a local network issue was causing the problem and confirmed that the issue was resolved by the local network team, and the station was in communication at that time. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user stated the device was in disconnect mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.